Event description:
Caller reported an error with their continuous glucose monitoring system, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who guided them through resetting the pump, after which the cgm error did not reappear. The customer successfully initiated a new sensor session.